Event description:
It was reported that a tip fracture occurred. A 180x25cm fathom-16 guidewire was selected for use. During preparation, the device fractured when the distal, floppy, shapable tip was being shaped. The device was completed with a different device. No patient complications reported.

Event description:
It was reported that a tip fracture occurred. A 180x25cm fathom-16 guidewire was selected for use. During preparation, the device fractured when the distal, floppy, shapable tip was being shaped.. The device was completed with a different device. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a fathom guidewire with tip damage. The guidewire shaft was inspected for damage. The shaft showed no damage. The device showed that the tip was bent. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Tip bend damage was confirmed.